Event description:
During an implant of a pacer into a pacer dependent pt, it was difficult to connect the pacer and only intermittent pacing was obtained. The connection was routine, but they could only get 3-5 paced beats in a bipolar as well as a unipolar polarity. The connection between the pin and the connector block seemed loose at the time of insertion. The device was abandoned and the physician decided to use another device. The reporter stated that again the connection seemed loose. The pt again went into asystole until the temporary wires were connected and pacing was resumed. The physician then decided to used another device. It was connected to the lead which was manufactured by the same manufacture as the pacer. Pacing immediately followed with no intermittent pacing.